Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode after received appropriate therapy. It was noted that the implantable cardioverter defibrillator (ICD) exhibited a "dropped beat" on ventricular fibrillation (vf) treated episode. The nurse noted that the device appeared to be functioning as desired and they did not request any programming changes. The nurse also reported that the patient has lost consciousness in the past when receiving shocks and did not report any injuries. The device remains in use. No further patient complications have been reported as a result of this event.